Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) was dispatched to the customer's facility to address the reported complaint. Fse replaced the sample nozzle assembly and while attempting to run the wash cycle, the new sample nozzle fell into the wash port. Fse installed another sample nozzle, adjusted it, and made three attempts to run quality controls (qc). The errors persisted and the instrument showed intermittent lower than the calibration, <l, flag. Fse ordered liquid sense ground cable for replacement. On 22-dec-2017, fse returned and observed the ground wire was misrouted. Fse corrected the ground wire routing, verified the instrument is operating, and ran quality controls (qc). All results passed within acceptable range. The aia-360 instrument is functioning as intended. No further action required from field service. This aia-360 instrument was installed at customer facility on (B)(6) 2017. A 13-month complaint history review and service history review for serial number (B)(4) from 01-jan-2017 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 2015 is bf probe purge failure. This error is generated when purging by the bf probe is abnormal. The solution is for the customer to clean up the wash probe tip or replace it. Contact the service department. Error 2014 is sample shortage detected. This error is generated when there is insufficient sample. The solution is for the customer to prepare enough volume of specimen. Error 2013 is sample level detection error. This error is generated when the liquid surface cannot be detected even at the bottom of the sample cup or the blood sample tube. The solution is for the customer to contact the service department. Error 2012 is air detected [diluent]. This error is generated when there is no contact with the liquid after diluent suction. The solution is for the customer to contact the service department. The most probable cause of the reported event was due to misrouted ground wire.

Event description:
On (B)(6) 2017 a customer reported getting error 2015 bf probe purge failure, error 2012 air detected [diluent] , error 2013 sample level detection error, error 2014 sample shortage detected, and bent sample probe on the aia-360 instrument. Customer is unable to run patient samples on estradiol (e2), and beta human chorionic gonadotropin (bhcg). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The fse dispatched date was 20-dec-2017. The corrected date is 16-dec-2017. A review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.